Manufacturer narrative:
(B)(4).

Event description:
It was reported that a (B)(6) store security sys turned the pt's neurostimulator on and off over 100 times while the pt was in the store. The pt had gone to (B)(6) sometime within the past year, and the neurostimulator was on at the time of exposure. While the pt was in the store, the pt "banged into people" and when the neurostimulator was turned on after leaving the store, the pt lost cognitive abilities. The pt had since been in and out of rehab and had been combative.